Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2018 maquet sas became aware of an incident with one of surgical lights- lucea. As it was stated, there were a cracks near switch and there was a possibility that some particles fell down. We decided to report the issue in abundance of caution as any particles falling might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue ist still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a lucea device. As it was stated, cracks on the cover of the light have been found during daily checkup of the device. There was no injury reported however we decided to report the issue based on the potential related to parts falling into the sterile field, which may be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Cover cracking is indicated by our product experts to likely be caused by combination of different factors such as: mechanical stress, environmental conditions (such a high temperature and humidity variations during transport and storage), use of inappropriate cleaning/disinfections products, or inappropriate cleaning and disinfection protocols. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).